Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that the hand pieces did not seal. This happened with two atlas hand pieces within the same surgery. The procedure was converted to an open procedure and the procedure was completed with another device with no issues. The two devices are on MFR report # 1717344-2011-00353.